Event description:
The harmonic scalpel generator failed before the handpiece could be initiated. Once the disposable handpiece was attached to the generator, the generator displayed a message that read "software update required to use this device". I sequestered the generator and plugged the handpiece into another generator and completed the operation.